Event description:
It was reported that the customer changed out the set with her insulin pump four times and continually received no delivery alarms. Her blood glucose was 200 mg/dl. Customer was advised to disconnect and reconnect the reservoir and infusion set. Insulin exited the tubing when manually pushed through the infusion set tubing. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.